Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 497 mg/dl. The customer treated his blood glucose with manual injections. Troubleshooting was done. The customer explained that the day prior he had injected 20 units of insulin and subsequently had low blood glucose overnight. The customer stated that the cannula of the infusion set was straight. Advised the customer to change the entire infusion set, reservoir and insulin and treat per healthcare provider's instructions. Advised customer to follow up with his healthcare provider concerning the unexplained high blood glucose. The customer stated that he would monitor the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.